Event description:
Same case as 2134265-2015-01805 and 2134265-2015-01860. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter. During the procedure, it was noted that the automatic pullback would not work so the physician decided to use manual pullback. However, the displayed image kept on freezing which made the physician do more runs than needed. Upon trying to delete the unrequired runs, the physician mistakenly deleted the whole case and lost all imaging for the patient. Furthermore, on the next case, the physician managed to do one run then lost the image completely and were unable to archive that run. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the acquisition processor and image processor were returned for analysis in good condition with no signs of external handling damage and defects observed. During analysis of the returned devices, the image pc passed the functional test. However, the acquisition processor failed the functional test. The acq pc boot into windows application but it freezes at the end without video output and screen display. The acquisition processor software was checked and found it was corrupted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review of ilab confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2015-01805 and 2134265-2015-01860. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter. During the procedure, it was noted that the automatic pullback would not work so the physician decided to use manual pullback. However, the displayed image kept on freezing which made the physician do more runs than needed. Upon trying to delete the unrequired runs, the physician mistakenly deleted the whole case and lost all imaging for the patient. Furthermore, on the next case, the physician managed to do one run then lost the image completely and were unable to archive that run. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).